Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was too tight and confirmed having a history of sensitive skin. The irritation was described as open bleeding raw sores along the breast area. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and found to be in the correct size. The patient's doctor prescribed antifungal cream nystatin and a topical cream. Follow up indicated the irritation improved.